Event description:
Blood exposure accident - syringe dis-adapted from a gripper needle (implantable chamber) involving blood and solute projections in the eyes of the user. Following this incident, the user had a visit with the occupational physician and an ophthalmologist. For this kind of application, they stopped using luer slip syringes and now use luer-lok ones.